Manufacturer narrative:
The company service representative evaluated the unit and confirmed the electrical test fails code number 50 and the motor did not start. Replaced the motor controller board. The preventive maintenance (pm), full calibration, functional tests and safety checks were performed to meet factory specifications. The unit was released to the customer. The motor controller pc board replaced is being requested to be sent to the manufacturing facility at (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
During a routine check of the iabp by the customer it was observed that at the power up the iabp generated an "electrical test fails code number 50" (motor speed out of specification). No patient was involved.